Manufacturer narrative:
UDI - not required until 09/2016. The actual device was not returned to the manufacturing facility for evaluation and the product code and lot are unknown. A review of the complaint records for the past two and half years was conducted with no relevant findings. Based on the limited product information provided, no probable root cause could be determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up. Device not returned to manufacturer.

Event description:
The user facility reported leakage from the surflash plus device. Follow up communication with the user facility reported: an hcp started an IV with the surflash plus safety IV catheter; the hcp connected a luer adapter and then removed one finger from her glove to continue; at this point, she removed the luer adapter and blood spilled on the patient and hcp; it was reported that the patient was found to be positive with hep c and the hcp reported this incident to osha; it was reported that us imaging provided osha with all documentation of training and the documentation stating surflash plus is designed to prevent blood spillage if use correctly; treatment is unknown; and it was reported that a new IV was placed and imaging was performed.